Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice device during dwell three of four of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, there was nothing unusual noted that could have caused or contributed to the alarm. The technical service representative assisted the caregiver with ending therapy. The caregiver was advised to notify their nurse regarding the alarm. There was not patient injury or medical intervention associated with this event. No additional information is available.